Manufacturer narrative:
Literature citation: garrigues et al. Fixation versus replacement of radial head in terrible triad: is there a difference in elbow stability and prognosis. Clin orthop relat res. 2014; 472: 2128-2135. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported in an article from 2014 by garrigues et al. Titled "fixation versus replacement of radial head in terrible triad: is there a difference in elbow stability and prognosis?" 30 patients with evolve. 3/30 (10%) revised because of overstuffed radial head.